Event description:
Site reported experiencing leakage at the catheter to transfer device connection point while doing testing on a back table. Catheter was disconnected from the transfer device inside the temporary storage container, and it was determined that 9 of the radioactive seeds were still in the catheter, and the remaining 3 were inside the td. All radioactive materials were accounted for patient was treated with a 40mm device.